Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the clinical study patient's (B)(6) scs system was explanted due to an epidural hematoma which caused loss of stimulation, headache and lower back pain. As of (B)(6) 2013, the issues have resolved with the surgical intervention.